Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose level displayed ¿high.¿ customer managed high blood glucose by delivering correction bolus through pump. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed infusion set and cartridge and resumed insulin delivery.